Event description:
Pt was revised to address a varus deformity of leg. A custom insert was made for this pt to correct the deformity. During this revision surgery, the pt's femoral component was also found to be loose.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported event based on the information provided; however, provided information stated pt's deformity of the leg was a contributing factor. Provided information stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.